Event description:
The catheter came off the port during chemotherapy infusion. The chemotherapy agent damaged the surrounding tissue. The catheter lock remained on the port. The catheter was removed using a snare. The port was not removed because of the tissue damage. The catheter was discarded by the hosp.